Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone cal that the little plastic piece of her sensor broke off and it was under her. Customer's blood glucose level was 150 mg/dl. Customer reported the sensor fractured while in the body. Customer reported the sensor was still in the body. Customer was going to go in doctor but then they absorbed and cannot feel cannula in the body now. Customer reported that they did not received medical treatment as a result of the site issue. Customer referred to healthcare professionals for instructions. Sensor will not be returned for analysis.